Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part no.: 412.217s; lot no.: l775229; manufacturing location: (B)(4); supplier: (B)(4); release to warehouse date: 16.feb.2018; expiry date: 01.feb.2028. Non-sterile 412.217 / l751513 was manufactured in (B)(4). Release to warehouse date: 30.jan.2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent an open reduction internal fixation with the femoral neck system (fns) plate, bolt, antiroation screw, and locking screw for femoral neck fractures with garden type 2 or 3 on (B)(6) 2018. Just after surgery, surgeon thought that reduction was done properly and the position of the implants was proper. Full weight bearing was started from (B)(6) 2018. Patient reported pain and x-rays taken on (B)(6) 2018 revealed dislocation of the femoral head. Surgeon then ordered non-weight bearing for six (6) weeks. After that bone healing was not observed. Surgeon ordered partial weight bearing. On (B)(6) 2018, cut out was observed. Patient was returned to surgery on unknown date where the fns implants were removed and bipolar hip arthroplasty (bha) was performed. Surgeon stated that there was no causal relationship between the fns system and the event and noted patient was receiving dialysis due to diabetes mellitus, which may have prevented bone healing. Patient outcome reported as good. This report is for one (1) 5.0mm locking screw. This is report 4 of 4 for (B)(4).